Event description:
The pt reported that he attempted to pull his infusion device up from the floor by the infusion set tubing and the infusion set tubing separated at the luer lock connection. No physiological affects were reported. No blood glucose concerns. The product was requested to be returned for evaluation.

Manufacturer narrative:
Issue described to agency in recall.